Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted with resetting the pump by technical support, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to reach out if the issue reappeared.